Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The photographs provided by the customer were evaluated. The photographs display a pseudophakic eye where the lens appeared to have a whiteish material on the optical center. It was not possible to determine if the inclusions/deposits were on the lens surface or embedded. Due to the location of the inclusions/deposits, it was possible to cause visual distortions/dysphotopsias; however, the definitive clinical impact could not be determined from a picture assessment and the root cause of the reported event could not be determined from a picture assessment. The complaint issue of inclusions was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in 2015 had crystalline opacity on the surface. There was no patient injury reported and the iol remains implanted. A postoperative examination on (B)(6), 2024 confirmed the event. It was initially thought to be secondary cataract. Account indicated that when exposed strongly to light, the foreign matter looks like a crystal. The entire surface of the iol is not turbid like the calcium deposition that occurred with the hydrophilic lenses. Since the lens is made of hydrophobic material, the physician is ruling-out calcium deposition. The iol appears clean in all the surface, but has cloudy areas. The patient visual acuity is 0.9 to 1.0. The patient is experiencing glare. No medical interventions were performed. No further details provided.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis 1-piece iol with tecnis optiblue 1-piece iols, model zcb00v series that has a similar device,tecnis 1-piece iol with tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.